Event description:
Patient positioned prone, safety straps placed on patient. Surgeon requested to tilt patient a small degree. Bed lights indicated that rotation was safe to proceed. When the remote was touched, bed went into free rotation and went to a 90 degree position to the floor on its own. The gears just gave away, requiring the nurse, physician and rep to hold the bed in a prone patient position until help arrived. No patient injury. Upon arrival in biomed, bed was connected and found power entry module loose, splash guard torn on on/off switch, head end caster right side demonstrated wiggle. Bed failed 5-3 able to move crossbar when lamp is on, 5-5- failed 95 fr check. This bed was recently new and still under warranty. First preventative maintenance due later this year.